Event description:
The patient had the davol drain placed a week ago. When the surgeon went to disconnect the drain, it felt weird and the drain broke. The only way to retrieve the device was to take the patient to surgery under general anesthesia and remove the drain. The broken drain has been or will be returned to the manufacturer by materials management.